Manufacturer narrative:
Product evaluation confirmed the alleged failure mode. If further information is identified which would change or alter information or conclusions, a supplemental report will be filed accordingly.

Event description:
Depth gauge broke during surgery and the tip was left in the patient.